Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('there was a perforation of my fallopian tubes'), device breakage ('there seems to be a coil loop left in the cavity') and pelvic pain ('strong pelvic pain since essure insertion') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "during the surgery the right essure was not released appropriately and had to be cut out" on (B)(6) 2017 and device placement issue "the left essure seemed to be placed incorrectly" in (B)(6) 2018. The patient's concurrent conditions included overweight. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain ("the surgery for insertion ended up being really painful"), procedural vomiting ("the surgery for insertion ended up being really painful, even to the point of making me vomit") and post procedural hypotension ("after the insertion, my blood pressure dropped"). In (B)(6) 2017, the patient experienced renal colic ("I suffered from renal colic") and the first episode of kidney infection ("I had a kidney infection"). In (B)(6) 2017, the patient experienced back pain ("strong pain that I started to suffer in my lumbar area, radiated up to my knee"). In (B)(6) 2018, the patient experienced allergy to metals ("several allergic reactions (lesions in my hands and private parts)"). On (B)(6) 2019, the patient experienced uterine cyst ("the right essure was developing into a cyst in the uterus"). In (B)(6) 2019, the patient experienced the second episode of kidney infection ("severe kidney infection"). In (B)(6) 2019, the patient experienced ovarian vein thrombosis ("thrombosis in left ovarian vein of chronic nature"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("I had to stop having sexual relations with my husband because they are very painful"), menorrhagia ("menstruation bleeding is heavy/ hypermenorrhoea"), menstruation irregular ("the menstruation periods started to become very irregular/ irregular periods"), complication of device insertion ("complication of device insertion"), coital bleeding ("I had to stop having sexual relations with my husband because they cause heavy bleeding"), irritable bowel syndrome ("irritable bowel syndrome I had countless episodes of diarrhoea") with diarrhoea, depression ("depression"), hot flush ("hot flushes") and ataxia ("ataxia"). The patient was treated with surgery (essure removal through an excision, uterus, cervix and fallopian tubes removed). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, allergy to metals, dyspareunia, back pain, menorrhagia, menstruation irregular, post procedural hypotension, complication of device insertion, uterine cyst, ovarian vein thrombosis, coital bleeding, irritable bowel syndrome, renal colic, the last episode of kidney infection, depression and hot flush outcome was unknown and the procedural pain and procedural vomiting was resolving. The reporter considered allergy to metals, ataxia, back pain, coital bleeding, complication of device insertion, depression, device breakage, dyspareunia, fallopian tube perforation, hot flush, irritable bowel syndrome, menorrhagia, menstruation irregular, ovarian vein thrombosis, pelvic pain, post procedural hypotension, procedural pain, procedural vomiting, renal colic, uterine cyst, the first episode of kidney infection and the second episode of kidney infection to be related to essure. The reporter commented: she felt worse than a 90-year-old woman. She could not get out of bed and could not move due to the pains. One device was removed and all her uterus was excised to remove the other. After essure insertion, enantium was given for procedural pain and vomiting, during which her blood pressure dropped. In the insertion report it is stated that during the surgery the right essure was not released appropriately and had to be cut out. Physician said: ¿your fallopian tubes are so thin that I don¿t know how you were able to have children.¿ the reporter believes it is possibly as a result of the surgery. She went to the ambulatory due to allergic reaction and renal colic. Reporter considered the events "severe kidney infection" and "thrombosis in left ovarian vein" a possible consequence of the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2018: allergic to nickel sulphate. Hysterosalpingogram - in (B)(6) 2017: requested by physician upon considering that essure may have been inserted incorrectly. Ultrasound scan - in (B)(6) 2018: essure was hanging at the level that other intrauterine devices normally are, clinging to one fallopian tube; in (B)(6) 2018: the left essure "seemed to be placed incorrectly"; on (B)(6) 2018: there seems to be a coil loop left in the cavity. X-ray - on an unknown date: something appears loose. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: ha reference number added. No new clinical information; imdrf-FDA codes update. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pelvic pain since essure insertion / pelvicpain reflecting in ledt iliac fossa'), fallopian tube perforation ('there was a perforation of my fallopian tubes') and device breakage ('there seems to be a coil loop left in the cavity') in a 28-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "during the surgery the right essure was not released appropriately and had to be cut out" on (B)(6) 2017 and device placement issue "the left essure seemed to be placed incorrectly" on (B)(6) 2018. The patient's medical history included lactation puerperal increased (milk secretion persists after leaving breastfeeding 5 months ago) on (B)(6) 2016, polymenorrhea on (B)(6) 2016, dyspareunia on (B)(6) 2015, hidradenitis on (B)(6) 2015, migraine with aura in 2014, alcoholism in 2014, eczematous nipple in 2014, dermatitis in 2014, vaginal itching in 2014, generalized pruritus in 2011, haemorrhage in pregnancy in 2011, ovarian pain in 2010, discharge vaginal in 2010, genital lesion nos in 2010, abdominal pain in 2010, abdominal pain lower in 2010, mastalgia in 2008, parity 2, hsv infection, adverse drug reaction nos, adverse drug reaction nos, adverse drug reaction nos, neck pain (x-ray was performed on (B)(6) 2014) and back pain (x-ray was performed on (B)(6) 2014). Previously administered products included for vaginal itching: ketoconazole in 2014; for allergy: corticosteroids in 2008; for lesions on the genitals: famciclovir; for migraine: flurpax and topiramate. Concurrent conditions included depressive episode since 2010, urinary infection since 2010, allergic reaction (hives, erythema and describes dermographism) since 2008 and overweight. Family history included thyroid disorder. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain ("the surgery for insertion ended up being really painful"), procedural vomiting ("the surgery for insertion ended up being really painful, even to the point of making me vomit"), post procedural hypotension ("after the insertion, my blood pressure dropped"), polymenorrhoea ("polymenorrhea") and iron deficiency anaemia ("polymenorrhea and menorrhagia with moderate anemia"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("hypogastric dysmenorrhea-type discomfort since this morning") and abdominal discomfort ("hypogastric dysmenorrhea-type discomfort since this morning"). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection") with dysuria and the first episode of renal colic ("renal colic"). On (B)(6) 2017, the patient experienced the second episode of renal colic ("I suffered from renal colic") and the first episode of kidney infection ("I had a kidney infection"). On (B)(6) 2017, the patient experienced menorrhagia ("menstruation bleeding is heavy/ hypermenorrhoea"). On (B)(6) 2017, the patient experienced back pain ("strong pain that I started to suffer in my lumbar area, radiated up to my knee / lumbar pain with radiation to the lower right limb and knee"). On (B)(6) 2018, the patient experienced vaginal discharge ("whitish discharge") and vulvovaginal pruritus ("vaginal itching"). On (B)(6) 2018, the patient experienced premature menopause ("early menopause"). On (B)(6) 2018, the patient experienced allergy to metals ("several allergic reactions (lesions in my hands and private parts) / nickel sensitization") with erythema, mechanical urticaria and urticaria. On (B)(6) 2018, the patient experienced spinal cord compression ("l5-s1 compression"). On (B)(6) 2018, the patient experienced genital pain ("pain in the external genitalia"). On (B)(6) 2019, the patient experienced uterine cyst ("the right essure was developing into a cyst in the uterus"), dyspnoea ("since essure removal she has had dyspnea (which is sometimes at rest) together with tachycardia and atypical chest pain"), tachycardia ("since essure removal she has had dyspnea (which is sometimes at rest) together with tachycardia and atypical chest pain"), chest pain ("since essure removal she has had dyspnea (which is sometimes at rest) together with tachycardia and atypical chest pain"), anxiety ("anxiety") and uterine polyp ("endometrial polyp"). On (B)(6) 2019, the patient experienced the second episode of kidney infection ("severe kidney infection"). On (B)(6) 2019, the patient experienced ovarian vein thrombosis ("thrombosis in left ovarian vein of chronic nature"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), dyspareunia ("I had to stop having sexual relations with my husband because they are very painful"), menstruation irregular ("the menstruation periods started to become very irregular/ irregular periods"), complication of device insertion ("complication of device insertion"), coital bleeding ("I had to stop having sexual relations with my husband because they cause heavy bleeding"), irritable bowel syndrome ("irritable bowel syndrome I had countless episodes of diarrhoea") with diarrhoea, depression ("depression"), hot flush ("hot flushes") and ataxia ("ataxia"). The patient was treated with acenocoumarol (sintrom), asiaticoside (blastoestimulina), ceftibuten (tencef), enoxaparin sodium (clexane), ferrous sulfate, ferrous sulfate (tardyferon), fluoxetine, ibuprofen, paracetamol and surgery (essure removal via total hysterectomy, double laparoscopic on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, device breakage, allergy to metals, dyspareunia, back pain, menorrhagia, menstruation irregular, post procedural hypotension, complication of device insertion, uterine cyst, ovarian vein thrombosis, coital bleeding, irritable bowel syndrome, the last episode of renal colic, the last episode of kidney infection, depression, hot flush, dysmenorrhoea, urinary tract infection, polymenorrhoea, iron deficiency anaemia, spinal cord compression, dyspnoea, tachycardia, chest pain, anxiety, premature menopause, vaginal discharge, vulvovaginal pruritus, genital pain and uterine polyp outcome was unknown, the procedural pain and procedural vomiting was resolving and the abdominal discomfort had resolved. The reporter considered abdominal discomfort, allergy to metals, anxiety, ataxia, back pain, chest pain, coital bleeding, complication of device insertion, depression, device breakage, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, genital pain, hot flush, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, menstruation irregular, ovarian vein thrombosis, pelvic pain, polymenorrhoea, post procedural hypotension, premature menopause, procedural pain, procedural vomiting, spinal cord compression, tachycardia, urinary tract infection, uterine cyst, uterine polyp, vaginal discharge, vulvovaginal pruritus, the first episode of kidney infection, the first episode of renal colic, the second episode of kidney infection and the second episode of renal colic to be related to essure. No further causality assessment were provided for the product. The reporter commented: she felt worse than a 90-year-old woman. She could not get out of bed and could not move due to the pains. One device was removed and all her uterus was excised to remove the other. After essure insertion, enantium was given for procedural pain and vomiting, during which her blood pressure dropped. In the insertion report it is stated that during the surgery the right essure was not released appropriately and had to be cut out. Physician said: ¿your fallopian tubes are so thin that I don't know how you were able to have children.¿ the reporter believes it is possibly as a result of the surgery. She went to the ambulatory due to allergic reaction and renal colic. Reporter considered the events "severe kidney infection" and "thrombosis in left ovarian vein" a possible consequence of the essure removal. After essure removal she has following the consult medicine due to thrombosis in left ovarian vein, on (B)(6) 2019 abdomen contrast CT report, ovarian thrombosis control: post-surgical changes in the pelvis. Image compatible with thrombosis of the left ovarian vein from 1 cm from the renal vein, chronic in appearance. Since 2017 repeating uti. Episodes of pain in the left renal fossa accompanied by fever in several, episode of pyelonephritis on (B)(6) 2019 a chronic thrombosis of the left ovarian vein as a result of the extraction of essure. On (B)(6) 2019 left ovarian vein thrombosis control , no anticoagulant treatment for 1.5 months, without complications. She has not used prophylactic heparin. Diagnostic results (normal ranges are provided in parenthesis if available): activated partial thromboplastin time (30.0 - 40.0 s) - on (B)(6) 2018: 26.9 s. Allergy test: on (B)(6) 2018: nickel sensitization; on (B)(6) 2018: allergic to nickel sulphate. Computerised tomogram pelvis: on (B)(6) 2018: uterus intermediate position. Bilateral essure is identified. The right one shows a greater intrauterine portion than the contralateral. Without other alterations to review. The CT's ability to clearly define the correct location of the essure is limited; on (B)(6) 2019: images suggestive of thrombosis of the left ovarian vein. Echocardiogram: on (B)(6) 2019: normal. Gynaecological examination: on (B)(6) 2018: exploration: normal external genitalia, vagina, and cervix. Examination: mobile uterus, very painful at the level of the hypogastrium and left iliac fossa under pressure. Haematocrit (37.0 - 52.0 %): on (B)(6) 2017: 35.5 %; on (B)(6) 2018: 35.0 %; on (B)(6) 2018: 36.3 %; on (B)(6) 2018: 35.0 %; on (B)(6) 2019: 29.6 %; on (B)(6) 2019: 29.6 %. Haemoglobin (12.0 - 18.0 g/dl): on (B)(6) 2017: 11.3 g/dl; on (B)(6) 2018: 12.0 g/dl; on (B)(6) 2019: 9.9 g/dl; on (B)(6) 2019: 9.9 g/dl. Hysterosalpingogram: on (B)(6) 2017: requested by physician upon considering that essure may have been inserted incorrectly; on (B)(6) 2017: the right essure device shows two radiopaque markers within the uterine cavity. The left device has a marker inside said cavity. The uterine cavity has morphology and size within normality. No passage of contrast was observed through the tubes into the peritoneum. Both tubes blocked. Hysteroscopy: on (B)(6) 2017: uncomplicated hysteroscopy, vaginoscopic cavity access, without anesthesia. When releasing the left essure it does not release so part of the device is removed. 9 rings remain and 5 are trimmed. Magnetic resonance imaging: on (B)(6) 2019: l5-s1: moderate postero-central disc protrusion with a broad base with discrete lateralization to the left that does not compress roots. Medullary conus with normal and uncompressed serial. Lumbar canal without stenosis. The alignment of the vertebral bodies is preserved. Mean cell haemoglobin (27.0 - 32.0 pg) - on (B)(6) 2018: 32.7 pg. Mean cell haemoglobin concentration (33.0 - 37.0 g/dl) - on (B)(6) 2017: 32.1 g/dl; on (B)(6) 2018: 32.3 g/dl. Pathology test: on (B)(6) 2019: macroscopic description: uterus measuring 7 x 5.5 x 3.2 cm and weighing 76 g, without macroscopic alterations. The section shows a normal endometrial cavity, in its segment superior to the isthmus, a polypoid formation with a diameter of 0.5 cm is appreciated. 6 x 1 cm right tube. Left tube 6.5 x 1 cm; two complete iuds are removed from both tubes. Diagnosis: oviducts with nonspecific changes. Endometrial polyp, uterine cervix without alterations. (Oviducts, total hysterectomy with double salpingectomy and removal of essures). Pregnancy test: on (B)(6) 2019: negative. Red blood cell count (4.20 - 6.10 10 thousand per microlitre): on (B)(6) 2017: 3.61 10 thousand per microlitre; on (B)(6) 2018: 3.82 10 thousand per microlitre; on (B)(6) 2018: 3.87 10 thousand per microlitre; on (B)(6) 2018: 3.85 10 thousand per microlitre; on (B)(6) 2018: 3.93 10 thousand per microlitre; on (B)(6) 2019: 3.24 10 thousand per microlitre; on (B)(6) 2019: 3.24 10 thousand per microlitre. Red cell distribution width (11.4 - 14.5 %): on (B)(6) 2018: 15 %. Smear test: on (B)(6) 2018: normal. Ultrasound scan: on (B)(6) 2018: essure is off at the height of where the device are inserted; on (B)(6) 2018: the left essure "seemed to be placed incorrectly"; on (B)(6) 2018: there seems to be a coil loop left in the cavity. Ultrasound scan vagina: in 2017: post-intervention transvaginal ultrasound was performed, both essures well placed; on (B)(6) 2018: uterus in anteversion with linear endometrium. Essures in a symmetrical arrangement, apparently well placed. X-ray: on (B)(6) 2018: essures apparently normally inserted. Ring in cavity seems to be appreciated; on (B)(6) 2018: rx lordosis rectification, l5-s1 compression; on (B)(6) 2019: something appears loose; on (B)(6) 2019: rx chest normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: the follow information were updated new lawyer reporter, date of birth, medical history, history drug, lab data, other treatment products, essure product indication,, on event renal colic, dysmenorrhea, abdominal discomfort, dysuria, polymenorrhea, iron deficiency anaemia, spinal cord compression, chest pain, tachycardia, dyspnea, dermographism erythema, hives, dermographism, anxiety , early menopause, vaginal itching, vaginal discharge, genitalia external painful, endometrial polyp. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a non-health professional and describes the occurrence of pelvic pain ("strong pelvic pain since essure insertion / pelvicpain reflecting in ledt iliac fossa"), fallopian tube perforation ("there was a perforation of my fallopian tubes") and device breakage ("there seems to be a coil loop left in the cavity") in a 28 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Product or product use issues identified: device deployment issue ("during the surgery the right essure was not released appropriately and had to be cut out" on (B)(6) 2017) and complication of device insertion ("complication of device insertion"). The patient had a medical history of polymenorrhea and lactation puerperal increased (milk secretion persists after leaving breastfeeding 5 months ago) in 2016, hidradenitis and dyspareunia in 2015, migraine with aura, alcoholism, skin fissure, eczematous nipple and vaginal itching in 2014, generalized pruritus and haemorrhage in pregnancy in 2011, ovarian pain, genital lesion nos, vaginal discharge abnormality, abdominal pain lower and abdominal pain in 2010, mastalgia in 2008 and irritable bowel syndrome, back pain (x-ray was performed on (B)(6) 2014), neck pain (x-ray was performed on (B)(6) 2014), adverse drug reaction nos, adverse drug reaction nos, adverse drug reaction nos, hsv infection and parity 2. Previously administered products included: corticosteroids for allergy, famciclovir for lesions on the genitals, flurpax and topiramate for migraine and ketoconazole for vaginal itching. The patient had a family history of thyroid disorder. Concurrent conditions were listed as depressive episode and urinary infection since 2010, allergic reaction (hives, erythema and describes dermographism) since 2008 as well as overweight. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced procedural pain ("the surgery for insertion ended up being really painful"), procedural vomiting ("the surgery for insertion ended up being really painful, even to the point of making me vomit"), post procedural hypotension ("after the insertion, my blood pressure dropped"), polymenorrhoea ("polymenorrhea") and iron deficiency anaemia ("polymenorrhea and menorrhagia with moderate anemia"). On (B)(6) 2017 she experienced dysmenorrhoea ("hypogastric dysmenorrhea-type discomfort since this morning") and abdominal discomfort ("hypogastric dysmenorrhea-type discomfort since this morning"). On (B)(6) 2017 she experienced urinary tract infection ("urinary tract infection") and a first episode of renal colic ("renal colic"). In (B)(6) 2017 she experienced a second episode of renal colic ("I suffered from renal colic") and a first episode of kidney infection ("I had a kidney infection"). In (B)(6) 2017 she experienced heavy menstrual bleeding ("menstruation bleeding is heavy/ hypermenorrhoea"). On (B)(6) 2017 she experienced back pain ("strong pain that I started to suffer in my lumbar area, radiated up to my knee / lumbar pain with radiation to the lower right limb and knee"). On (B)(6) 2018 she experienced vaginal discharge ("whitish discharge") and vulvovaginal pruritus ("vaginal itching"). In (B)(6) 2018 she experienced premature menopause ("early menopause"). In (B)(6) 2018 she experienced device placement issue ("the left essure seemed to be placed incorrectly"). On (B)(6) 2018 she experienced spinal cord compression ("l5-s1 compression"). In (B)(6) 2018 she experienced allergy to metals ("several allergic reactions (lesions in my hands and private parts) / nickel sensitization"). On (B)(6) 2018 she experienced genital pain ("pain in the external genitalia"). On (B)(6) 2019 she experienced uterine cyst ("the right essure was developing into a cyst in the uterus"), dyspnoea at rest ("since essure removal she has had dyspnea (which is sometimes at rest) together with tachycardia and atypical chest pain"), tachycardia ("since essure removal she has had dyspnea (which is sometimes at rest) together with tachycardia and atypical chest pain"), chest pain ("since essure removal she has had dyspnea (which is sometimes at rest) together with tachycardia and atypical chest pain"), anxiety ("anxiety") and uterine polyp ("endometrial polyp"). In (B)(6) 2019 she experienced a second episode of kidney infection ("severe kidney infection") and pyelonephritis ("after this intervention, she suffered from pyelonephritis and"). In (B)(6) 2019 she experienced a first episode of ovarian vein thrombosis ("thrombosis in left ovarian vein of chronic nature"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), dyspareunia ("I had to stop having sexual relations with my husband because they are very painful"), menstruation irregular ("the menstruation periods started to become very irregular/ irregular periods"), coital bleeding ("I had to stop having sexual relations with my husband because they cause heavy bleeding"), irritable bowel syndrome ("irritable bowel syndrome I had countless episodes of diarrhoea"), diarrhoea ("irritable bowel syndrome I had countless episodes of diarrhoea"), depression ("depression"), hot flush ("hot flushes"), ataxia ("ataxia"), dysuria ("dysuria"), erythema ("erythema"), mechanical urticaria ("dermographism"), urticaria ("hives"), a second episode of ovarian vein thrombosis ("left ovarian vein thrombosis"), polyuria ("polyuria") and renal pain ("renal discomfort"). The patient was treated with ibuprofen, tardyferon (ferrous sulfate), clexane (enoxaparin sodium), sintrom (acenocoumarol), fluoxetine, blastoestimulina [asiaticoside], ferrous sulfate, tencef [ceftibuten] and paracetamol as well as surgery (essure removal via total hysterectom, double laparoscopic on (B)(6) 2019). At the time of the report, the procedural pain and procedural vomiting were resolving and the abdominal discomfort had resolved. The outcomes for pelvic pain, fallopian tube perforation, device breakage, allergy to metals, dyspareunia, back pain, heavy menstrual bleeding, menstruation irregular, post procedural hypotension, device placement issue, uterine cyst, coital bleeding, irritable bowel syndrome, depression, hot flush, dysmenorrhoea, urinary tract infection, polymenorrhoea, iron deficiency anaemia, spinal cord compression, dyspnoea at rest, tachycardia, chest pain, anxiety, premature menopause, vaginal discharge, vulvovaginal pruritus, genital pain, uterine polyp, the last episode of renal colic and the last episode of kidney infection were unknown. The reporter considered abdominal discomfort, allergy to metals, anxiety, ataxia, back pain, chest pain, coital bleeding, depression, device breakage, device placement issue, diarrhoea, dysmenorrhoea, dyspareunia, dyspnoea at rest, dysuria, erythema, fallopian tube perforation, genital pain, heavy menstrual bleeding, hot flush, iron deficiency anaemia, irritable bowel syndrome, the first episode of kidney infection, the second episode of kidney infection, mechanical urticaria, menstruation irregular, the first episode of ovarian vein thrombosis, pelvic pain, polymenorrhoea, post procedural hypotension, premature menopause, procedural pain, procedural vomiting, the first episode of renal colic, the second episode of renal colic, spinal cord compression, tachycardia, urinary tract infection, urticaria, uterine cyst, uterine polyp, vaginal discharge and vulvovaginal pruritus to be related to essure administration. No causality assessment was received for essure with regard to pyelonephritis, the second episode of ovarian vein thrombosis, polyuria or renal pain. The reporter commented: she felt worse than a 90-year-old woman. She could not get out of bed and could not move due to the pains. One device was removed and all her uterus was excised to remove the other. After essure insertion, enantium was given for procedural pain and vomiting, during which her blood pressure dropped. In the insertion report it is stated that during the surgery the right essure was not released appropriately and had to be cut out. Physician said: ¿your fallopian tubes are so thin that I don¿t know how you were able to have children.¿ the reporter believes it is possibly as a result of the surgery. She went to the ambulatory due to allergic reaction and renal colic. Reporter considered the events "severe kidney infection" and "thrombosis in left ovarian vein" a possible consequence of the essure removal. After essure removal she has following the consult medicine due to thrombosis in left ovarian vein, on 28-oct-19 abdomen contrast CT report, ovarian thrombosis control:post-surgical changes in the pelvis. Image compatible with thrombosis of the left ovarian vein from 1 cm from the renal vein, chronic in appearance. Since 2017 repeating uti. Episodes of pain in the left renal fossa accompanied by fever in several, episode of pyelonephritis in (B)(6) 2019 and in (B)(6) 2019 a chronic thrombosis of the left ovarian vein as a result of the extraction of essure. On (B)(6) 2019 left ovarian vein thrombosis control , no anticoagulant treatment for 1.5 months, without complications. She has not used prophylactic heparin. Diagnostic results (normal ranges are provided in parenthesis if available): [activated partial thromboplastin time ( 30.0- 40.0 s)] on (B)(6) 2018: 26.9 s [allergy test] on (B)(6) 2018: nickel sensitization; on (B)(6) 2018: allergic to nickel sulphate [computerised tomogram pelvis] on (B)(6) 2018: uterus intermediate position. Bilateral essure is identified. The right one shows a greater intrauterine portion than the contralateral. Without other alterations to review. The CT's ability to clearly define the correct location of the essure is limited; on (B)(6) 2019: images suggestive of thrombosis of the left ovarian vein [echocardiogram] on (B)(6) 2019: normal [gynaecological examination] on (B)(6) 2018: exploration: normal external genitalia, vagina, and cervix. Examination: mobile uterus, very painful at the level of the hypogastrium and left iliac fossa under pressure [haematocrit ( 37.0- 52.0 %)] on (B)(6) 2017: 35.5 %; on (B)(6) 2018: 35.0 %; on (B)(6) 2018: 36.3 %; on (B)(6) 2018: 35.0 %; on (B)(6) 2019: 29.6 %; on (B)(6) 2019: 29.6 % [haemoglobin ( 12.0- 18.0 g/dl)] on (B)(6) 2017: 11.3 g/dl; on (B)(6) 2018: 12.0 g/dl; on (B)(6) 2019: 9.9 g/dl; on (B)(6) 2019: 9.9 g/dl [hysterosalpingogram] in (B)(6) 2017: requested by physician upon considering that essure may have been inserted incorrectly; on (B)(6) 2017: the right essure device shows two radiopaque markers within the uterine cavity. The left device has a marker inside said cavity. The uterine cavity has morphology and size within normality. No passage of contrast was observed through the tubes into the peritoneum. Both tubes blocked [hysteroscopy] on (B)(6) 2017: uncomplicated hysteroscopy, vaginoscopic cavity access, without anesthesia. When releasing the left essure it does not release so part of the device is removed. 9 rings remain and 5 are trimmed [magnetic resonance imaging] on (B)(6) 2019: l5-s1: moderate postero-central disc protrusion with a broad base with discrete lateralization to the left that does not compress roots. Medullary conus with normal and uncompressed serial. Lumbar canal without stenosis. The alignment of the vertebral bodies is preserved [mean cell haemoglobin ( 27.0- 32.0 pg)] on (B)(6) 2018: 32.7 pg [mean cell haemoglobin concentration ( 33.0- 37.0 g/dl)] on (B)(6) 2017: 32.1 g/dl; on (B)(6) 2018: 32.3 g/dl [pathology test] on (B)(6) 2019: macroscopic description: uterus measuring 7 x 5.5 x 3.2 cm and weighing 76 g, without macroscopic alterations. The section shows a normal endometrial cavity, in its segment superior to the isthmus, a polypoid formation with a diameter of 0.5 cm is appreciated. 6 x 1 cm right tube. Left tube 6.5 x 1 cm; two complete iuds are removed from both tubes. Diagnosis: - oviducts with nonspecific changes. Endometrial polyp, uterine cervix without alterations. (Oviducts, total hysterectomy with double salpingectomy and removal of essures); (date unknown): macroscopic description: uterus is 7 x 5.5 x 3.2 cm in size and weighs 76 g, with no macroscopic alterations. Upon dissection, a normal endometrial cavity is seen. A formation of polyps spanning 0.5 cm in diameter can be observed on segment above the isthmus. Right tube is 6 x 1 cm. Left tube is 6.5 x 1 cm. Two complete intrauterine devices are extracted from both tubes. Microsectioning of 7 samples is included. Diagnosis: oviducts present non-specific changes. - endometrial polyp. - cervix without alterations. [Pregnancy test] on (B)(6) 2019: negative [red blood cell count ( 4.20- 6.10 10 thousand per microlitre)] on (B)(6) 2017: 3.61 10 thousand per microlitre; on (B)(6) 2018: 3.82 10 thousand per microlitre; on (B)(6) 2018: 3.87 10 thousand per microlitre; on (B)(6) 2018: 3.85 10 thousand per microlitre; on (B)(6) 2018: 3.93 10 thousand per microlitre; on (B)(6) 2019: 3.24 10 thousand per microlitre; on (B)(6) 2019: 3.24 10 thousand per microlitre [red cell distribution width ( 11.4- 14.5 %)] on (B)(6) 2018: 15 % [smear test] on (B)(6) 2018: normal [ultrasound scan] in (B)(6) 2018: essure is off at the height of where the device are inserted; in (B)(6) 2018: the left essure "seemed to be placed incorrectly"; on (B)(6) 2018: there seems to be a coil loop left in the cavity [ultrasound scan vagina] in 2017: post-intervention transvaginal ultrasound was performed, both essures well placed; on (B)(6) 2018: uterus in anteversion with linear endometrium. Essures in a symmetrical arrangement, apparently well placed [x-ray] on (B)(6) 2018: essures apparently normally inserted. Ring in cavity seems to be appreciated; on (B)(6) 2018: rx lordosis rectification, l5-s1 compression; on (B)(6) 2019: something appears loose; on (B)(6) 2019: rx chest normal quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 28-mar-2023: event pyelonephritis, ovarian vein thrombosis, polyuria & renal discomfort added. Medical history. Treatment drugs added. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a non-health professional and describes the occurrence of pelvic pain ("strong pelvic pain since essure insertion / pelvicpain reflecting in ledt iliac fossa"), fallopian tube perforation ("there was a perforation of my fallopian tubes"), device breakage ("there seems to be a coil loop left in the cavity") and embedded device ("right essure embedded in the uterus") in a 28 year-old female patient who had essure inserted (lot no. He011ha) for contraception. Additional non-serious events are detailed below. Product or product use issues identified: device deployment issue ("during the surgery the right essure was not released appropriately and had to be cut out" on (B)(6) 2017) and complication of device insertion ("complication of device insertion"). The patient had a medical history of polymenorrhea and lactation puerperal increased (milk secretion persists after leaving breastfeeding 5 months ago) in 2016, hidradenitis and dyspareunia in 2015, migraine with aura, alcoholism, skin fissure, eczematous nipple and vaginal itching in 2014, generalized pruritus and haemorrhage in pregnancy in 2011, ovarian pain, genital lesion nos, vaginal discharge abnormality, abdominal pain lower and abdominal pain in 2010, mastalgia (birads 1) and mastalgia in 2008 and uti, irritable bowel syndrome, back pain (x-ray was performed on (B)(6) 2014), neck pain (x-ray was performed on (B)(6) 2014), adverse drug reaction nos, adverse drug reaction nos, adverse drug reaction nos, hsv infection and parity 2. Previously administered products included: corticosteroids for allergy, famciclovir for lesions on the genitals, flurpax and topiramate for migraine and ketoconazole for vaginal itching. The patient had a family history of thyroid disorder. Concurrent conditions were listed as depressive episode and urinary infection since 2010, allergic reaction (hives, erythema and describes dermographism) since 2008 as well as overweight. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), procedural pain ("the surgery for insertion ended up being really painful"), procedural vomiting ("the surgery for insertion ended up being really painful, even to the point of making me vomit"), post procedural hypotension ("after the insertion, my blood pressure dropped"), polymenorrhoea ("polymenorrhea") and iron deficiency anaemia ("polymenorrhea and menorrhagia with moderate anemia"). In (B)(6) 2017 she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2017 she experienced dysmenorrhoea ("hypogastric dysmenorrhea-type discomfort since this morning") and abdominal discomfort ("hypogastric dysmenorrhea-type discomfort since this morning"). On (B)(6) 2017 she experienced urinary tract infection ("urinary tract infection") and a first episode of renal colic ("renal colic"). In (B)(6) 2017 she experienced a second episode of renal colic ("I suffered from renal colic") and a first episode of kidney infection ("I had a kidney infection"). In (B)(6) 2017 she experienced heavy menstrual bleeding ("menstruation bleeding is heavy/ hypermenorrhoea"). On (B)(6) 2017 she experienced back pain ("strong pain that I started to suffer in my lumbar area, radiated up to my knee / lumbar pain with radiation to the lower right limb and knee"). On (B)(6) 2018 she experienced vaginal discharge ("whitish discharge") and vulvovaginal pruritus ("vaginal itching"). In (B)(6) 2018 she experienced premature menopause ("early menopause"). In (B)(6) 2018 she experienced device placement issue ("the left essure seemed to be placed incorrectly"). On (B)(6) 2018 she experienced spinal cord compression ("l5-s1 compression"). In (B)(6) 2018 she experienced allergy to metals ("several allergic reactions (lesions in my hands and private parts) / nickel sensitization"). On (B)(6) 2018 she experienced genital pain ("pain in the external genitalia"). On (B)(6) 2019 she experienced uterine cyst ("the right essure was developing into a cyst in the uterus"), dyspnoea at rest ("since essure removal she has had dyspnea (which is sometimes at rest) together with tachycardia and atypical chest pain"), tachycardia ("since essure removal she has had dyspnea (which is sometimes at rest) together with tachycardia and atypical chest pain"), chest pain ("since essure removal she has had dyspnea (which is sometimes at rest) together with tachycardia and atypical chest pain"), anxiety ("anxiety"), uterine polyp ("endometrial polyp") and device expulsion ("right essure embedded in the uterus"). In (B)(6) 2019 she experienced a second episode of kidney infection ("severe kidney infection") and pyelonephritis ("after this intervention, she suffered from pyelonephritis and"). In (B)(6) 2019 she experienced a first episode of ovarian vein thrombosis ("thrombosis in left ovarian vein of chronic nature"). An unknown time later she experienced device breakage (seriousness criterion medically important), embedded device (seriousness criterion intervention required), dyspareunia ("I had to stop having sexual relations with my husband because they are very painful"), menstruation irregular ("the menstruation periods started to become very irregular/ irregular periods"), coital bleeding ("I had to stop having sexual relations with my husband because they cause heavy bleeding"), irritable bowel syndrome ("irritable bowel syndrome I had countless episodes of diarrhoea"), diarrhoea ("irritable bowel syndrome I had countless episodes of diarrhoea"), depression ("depression"), hot flush ("hot flushes"), ataxia ("ataxia"), dysuria ("dysuria"), erythema ("erythema"), mechanical urticaria ("dermographism"), urticaria ("hives"), a second episode of ovarian vein thrombosis ("left ovarian vein thrombosis"), polyuria ("polyuria") and renal pain ("renal discomfort"). The patient was treated with ibuprofen, tardyferon (ferrous sulfate), clexane (enoxaparin sodium), sintrom (acenocoumarol), fluoxetine, blastoestimulina [asiaticoside], ferrous sulfate, tencef [ceftibuten] and paracetamol as well as surgery (essure removal via total hysterectom, double laparoscopic on (B)(6) 2019). At the time of the report, the procedural pain and procedural vomiting were resolving and the abdominal discomfort had resolved. The outcomes for pelvic pain, fallopian tube perforation, device breakage, embedded device, allergy to metals, dyspareunia, back pain, heavy menstrual bleeding, menstruation irregular, post procedural hypotension, device placement issue, uterine cyst, coital bleeding, irritable bowel syndrome, depression, hot flush, dysmenorrhoea, urinary tract infection, polymenorrhoea, iron deficiency anaemia, spinal cord compression, dyspnoea at rest, tachycardia, chest pain, anxiety, premature menopause, vaginal discharge, vulvovaginal pruritus, genital pain, uterine polyp, device expulsion, the last episode of renal colic and the last episode of kidney infection were unknown. The reporter considered abdominal discomfort, allergy to metals, anxiety, ataxia, back pain, chest pain, coital bleeding, depression, device breakage, device expulsion, device placement issue, diarrhoea, dysmenorrhoea, dyspareunia, dyspnoea at rest, dysuria, embedded device, erythema, fallopian tube perforation, genital pain, heavy menstrual bleeding, hot flush, iron deficiency anaemia, irritable bowel syndrome, the first episode of kidney infection, the second episode of kidney infection, mechanical urticaria, menstruation irregular, the first episode of ovarian vein thrombosis, pelvic pain, polymenorrhoea, post procedural hypotension, premature menopause, procedural pain, procedural vomiting, the first episode of renal colic, the second episode of renal colic, spinal cord compression, tachycardia, urinary tract infection, urticaria, uterine cyst, uterine polyp, vaginal discharge and vulvovaginal pruritus to be related to essure administration. No causality assessment was received for essure with regard to pyelonephritis, the second episode of ovarian vein thrombosis, polyuria or renal pain. The reporter commented: she felt worse than a 90-year-old woman. She could not get out of bed and could not move due to the pains. One device was removed and all her uterus was excised to remove the other. After essure insertion, enantium was given for procedural pain and vomiting, during which her blood pressure dropped. In the insertion report it is stated that during the surgery the right essure was not released appropriately and had to be cut out. Physician said: ¿your fallopian tubes are so thin that I don¿t know how you were able to have children.¿ the reporter believes it is possibly as a result of the surgery.she went to the ambulatory due to allergic reaction and renal colic.reporter considered the events "severe kidney infection" and "thrombosis in left ovarian vein" a possible consequence of the essure removal.after essure removal she has following the consult medicine due to thrombosis in left ovarian vein, on 28-oct-19 abdomen contrast CT report, ovarian thrombosis control:post-surgical changes in the pelvis. Image compatible with thrombosis of the left ovarian vein from 1 cm from the renal vein, chronic in appearance. Since 2017 repeating uti. Episodes of pain in the left renal fossa accompanied by fever in several, episode of pyelonephritis in (B)(6) 2019 and in (B)(6) 2019 a chronic thrombosis of the left ovarian vein as a result of the extraction of essure. On (B)(6) 2019 left ovarian vein thrombosis control , no anticoagulant treatment for 1.5 months, without complications. She has not used prophylactic heparin. On follow-up (B)(6) 2023 hysteroscopy without complications, access to the cavity through vaginoscopy, without anesthesia.upon releasing, left essure is not released so part of the device is removed. 9 rings remain and 5 are cut. Nº of turns on the right tube 4, nº. Of turns on the left tube 8. Physican cut 4 essure rings on the left tube due to failure to deploy. Diagnostic results (normal ranges are provided in parenthesis if available): [activated partial thromboplastin time ( 30.0- 40.0 s)] on (B)(6) 2018: 26.9 s [allergy test] on (B)(6) 2018: nickel sensitization; on (B)(6) 2018: allergic to nickel sulphate [computerised tomogram pelvis] on (B)(6) 2018: right essure largely in endometrial cavity; on (B)(6) 2018: uterus intermediate position. Bilateral essure is identified. The right one shows a greater intrauterine portion than the contralateral. Without other alterations to review. The CT's ability to clearly define the correct location of the essure is limited; on (B)(6) 2019: images suggestive of thrombosis of the left ovarian vein [echocardiogram] on (B)(6) 2019: normal [gynaecological examination] on (B)(6) 2018: exploration: normal external genitalia, vagina, and cervix. Examination: mobile uterus, very painful at the level of the hypogastrium and left iliac fossa under pressure [haematocrit ( 37.0- 52.0 %)] on (B)(6) 2017: 35.5 %; on (B)(6) 2018: 35.0 %; on (B)(6) 2018: 36.3 %; on (B)(6) 2018: 35.0 %; on (B)(6) 2019: 29.6 %; on (B)(6) 2019: 29.6 % [haemoglobin ( 12.0- 18.0 g/dl)] on (B)(6) 2017: 11.3 g/dl; on (B)(6) 2018: 12.0 g/dl; on (B)(6) 2019: 9.9 g/dl; on (B)(6) 2019: 9.9 g/dl [hysterosalpingogram] in (B)(6) 2017: requested by physician upon considering that essure may have been inserted incorrectly; on (B)(6) 2017: the right essure device shows two radiopaque markers within the uterine cavity. The left device has a marker inside said cavity. The uterine cavity has morphology and size within normality. No passage of contrast was observed through the tubes into the peritoneum. Both tubes blocked [hysteroscopy] on (B)(6) 2017: uncomplicated hysteroscopy, vaginoscopic cavity access, without anesthesia. When releasing the left essure it does not release so part of the device is removed. 9 rings remain and 5 are trimmed [magnetic resonance imaging] on (B)(6) 2019: l5-s1: moderate postero-central disc protrusion with a broad base with discrete lateralization to the left that does not compress roots. Medullary conus with normal and uncompressed serial. Lumbar canal without stenosis. The alignment of the vertebral bodies is preserved [mean cell haemoglobin ( 27.0- 32.0 pg)] on (B)(6) 2018: 32.7 pg [mean cell haemoglobin concentration ( 33.0- 37.0 g/dl)] on (B)(6) 2017: 32.1 g/dl; on (B)(6) 2018: 32.3 g/dl [pathology test] on (B)(6) 2019: macroscopic description: uterus measuring 7 x 5.5 x 3.2 cm and weighing 76 g, without macroscopic alterations. The section shows a normal endometrial cavity, in its segment superior to the isthmus, a polypoid formation with a diameter of 0.5 cm is appreciated. 6 x 1 cm right tube. Left tube 6.5 x 1 cm; two complete iuds are removed from both tubes. Diagnosis: - oviducts with nonspecific changes. Endometrial polyp, uterine cervix without alterations. (Oviducts, total hysterectomy with double salpingectomy and removal of essures); (date unknown): macroscopic description: uterus is 7 x 5.5 x 3.2 cm in size and weighs 76 g, with no macroscopic alterations. Upon dissection, a normal endometrial cavity is seen. A formation of polyps spanning 0.5 cm in diameter can be observed on segment above the isthmus. Right tube is 6 x 1 cm. Left tube is 6.5 x 1 cm. Two complete intrauterine devices are extracted from both tubes. Microsectioning of 7 samples is included. Diagnosis: oviducts present non-specific changes, endometrial polyp, cervix without alterations [pregnancy test] on (B)(6) 2017: negative; on (B)(6) 2019: negative [red blood cell count ( 4.20- 6.10 10 thousand per microlitre)] on (B)(6) 2017: 3.61 10 thousand per microlitre; on (B)(6) 2018: 3.82 10 thousand per microlitre; on (B)(6) 2018: 3.87 10 thousand per microlitre; on (B)(6) 2018: 3.85 10 thousand per microlitre; on (B)(6) 2018: 3.93 10 thousand per microlitre; on (B)(6) 2019: 3.24 10 thousand per microlitre; on (B)(6) 2019: 3.24 10 thousand per microlitre [red cell distribution width ( 11.4- 14.5 %)] on (B)(6) 2018: 15 % [smear test] on (B)(6) 2018: normal [ultrasound scan] in 2018: essure did not seem to be well positioned; in (B)(6) 2018: essure is off at the height of where the device are inserted; in (B)(6) 2018: the left essure "seemed to be placed incorrectly"; on (B)(6) 2018: there seems to be a coil loop left in the cavity [ultrasound scan vagina] in 2017: post-intervention transvaginal ultrasound was performed, both essures well placed; on (B)(6) 2017: uterus in anteversion, linear endometrium, normal adnexa, essures normally inserted, no free fluid; on (B)(6) 2018: uterus and adnexa normal; on (B)(6) 2018: normal uterus with two essures, the left side appears to be misplaced; on (B)(6) 2018: uterus in anteversion with linear endometrium. Essures in a symmetrical arrangement, apparently well placed [x-ray] on (B)(6) 2018: very close essures and a small joint that looks like a remainder in the uterine cavity; on (B)(6) 2018: essures apparently normally inserted. Ring in cavity seems to be appreciated; on (B)(6) 2018: rx lordosis rectification, l5-s1 compression; on (B)(6) 2019: something appears loose; on (B)(6) 2019: rx chest normal. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 11-may-2023: medical record reported and the follow information were included other health professional's professional, medical history, lab data, batch number, partial expulsion of device, embedded device,onset date added to fallopian tube perforation, pelvic pain female updated to chronic pelvic pain female, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a non-health professional and describes the occurrence of pelvic pain ("strong pelvic pain since essure insertion/pelvic pain reflecting in ledt iliac fossa"), fallopian tube perforation ("there was a perforation of my fallopian tubes"), device breakage ("there seems to be a coil loop left in the cavity") and embedded device ("right essure embedded in the uterus") in a 28 year-old female patient who had essure inserted (lot no. He011ha) for contraception. Additional non-serious events are detailed below. Product or product use issues identified: device deployment issue ("during the surgery the right essure was not released appropriately and had to be cut out" on (B)(6) 2017) and complication of device insertion ("complication of device insertion"). The patient had a medical history of polymenorrhea and lactation puerperal increased (milk secretion persists after leaving breastfeeding 5 months ago) in 2016, hidradenitis and dyspareunia in 2015, migraine with aura, alcoholism, skin fissure, eczematous nipple and vaginal itching in 2014, generalized pruritus and haemorrhage in pregnancy in 2011, ovarian pain, genital lesion nos, vaginal discharge abnormality, abdominal pain lower and abdominal pain in 2010, mastalgia (birads 1) and mastalgia in 2008 and uti, irritable bowel syndrome, back pain (x-ray was performed on (B)(6) 2014), neck pain (x-ray was performed on (B)(6) 2014), adverse drug reaction nos, adverse drug reaction nos, adverse drug reaction nos, hsv infection and parity 2. Previously administered products included: corticosteroids for allergy, famciclovir for lesions on the genitals, flurpax and topiramate for migraine and ketoconazole for vaginal itching. The patient had a family history of thyroid disorder. Concurrent conditions were listed as depressive episode and urinary infection since 2010, allergic reaction (hives, erythema and describes dermographism) since 2008 as well as overweight. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), procedural pain ("the surgery for insertion ended up being really painful"), procedural vomiting ("the surgery for insertion ended up being really painful, even to the point of making me vomit"), post procedural hypotension ("after the insertion, my blood pressure dropped"), polymenorrhoea ("polymenorrhea") and iron deficiency anaemia ("polymenorrhea and menorrhagia with moderate anemia"). In (B)(6) 2017, she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2017, she experienced dysmenorrhoea ("hypogastric dysmenorrhea-type discomfort since this morning") and abdominal discomfort ("hypogastric dysmenorrhea-type discomfort since this morning"). On (B)(6) 2017, she experienced urinary tract infection ("urinary tract infection") and a first episode of renal colic ("renal colic"). In (B)(6) 2017, she experienced a second episode of renal colic ("I suffered from renal colic") and a first episode of kidney infection ("I had a kidney infection"). In (B)(6) 2017, she experienced heavy menstrual bleeding ("menstruation bleeding is heavy/ hypermenorrhoea"). On (B)(6) 2017, she experienced back pain ("strong pain that I started to suffer in my lumbar area, radiated up to my knee/lumbar pain with radiation to the lower right limb and knee"). On (B)(6) 2018, she experienced vaginal discharge ("whitish discharge") and vulvovaginal pruritus ("vaginal itching"). In (B)(6) 2018, she experienced premature menopause ("early menopause"). In may 2018 she experienced device placement issue ("the left essure seemed to be placed incorrectly"). On (B)(6) 2018, she experienced spinal cord compression ("l5-s1 compression"). In (B)(6) 2018, she experienced allergy to metals ("several allergic reactions (lesions in my hands and private parts)/nickel sensitization"). On (B)(6) 2018, she experienced genital pain ("pain in the external genitalia"). On (B)(6) 2019, she experienced uterine cyst ("the right essure was developing into a cyst in the uterus"), dyspnoea at rest ("since essure removal she has had dyspnea (which is sometimes at rest) together with tachycardia and atypical chest pain"), tachycardia ("since essure removal she has had dyspnea (which is sometimes at rest) together with tachycardia and atypical chest pain"), chest pain ("since essure removal she has had dyspnea (which is sometimes at rest) together with tachycardia and atypical chest pain"), anxiety ("anxiety"), uterine polyp ("endometrial polyp") and device expulsion ("right essure embedded in the uterus"). In (B)(6) 2019, she experienced a second episode of kidney infection ("severe kidney infection") and pyelonephritis ("after this intervention, she suffered from pyelonephritis and"). In (B)(6) 2019, she experienced a first episode of ovarian vein thrombosis ("thrombosis in left ovarian vein of chronic nature"). An unknown time later she experienced device breakage (seriousness criterion medically important), embedded device (seriousness criterion intervention required), dyspareunia ("I had to stop having sexual relations with my husband because they are very painful"), menstruation irregular ("the menstruation periods started to become very irregular/ irregular periods"), coital bleeding ("I had to stop having sexual relations with my husband because they cause heavy bleeding"), irritable bowel syndrome ("irritable bowel syndrome I had countless episodes of diarrhoea"), diarrhoea ("irritable bowel syndrome I had countless episodes of diarrhoea"), depression ("depression"), hot flush ("hot flushes"), ataxia ("ataxia"), dysuria ("dysuria"), erythema ("erythema"), mechanical urticaria ("dermographism"), urticaria ("hives"), a second episode of ovarian vein thrombosis ("left ovarian vein thrombosis"), polyuria ("polyuria") and renal pain ("renal discomfort"). The patient was treated with ibuprofen, tardyferon (ferrous sulfate), clexane (enoxaparin sodium), sintrom (acenocoumarol), fluoxetine, blastoestimulina [asiaticoside], ferrous sulfate, tencef [ceftibuten] and paracetamol as well as surgery (essure removal via total hysterectomy, double laparoscopic on (B)(6) 2019). At the time of the report, the procedural pain and procedural vomiting were resolving and the abdominal discomfort had resolved. The outcomes for pelvic pain, fallopian tube perforation, device breakage, embedded device, allergy to metals, dyspareunia, back pain, heavy menstrual bleeding, menstruation irregular, post procedural hypotension, device placement issue, uterine cyst, coital bleeding, irritable bowel syndrome, depression, hot flush, dysmenorrhoea, urinary tract infection, polymenorrhoea, iron deficiency anaemia, spinal cord compression, dyspnoea at rest, tachycardia, chest pain, anxiety, premature menopause, vaginal discharge, vulvovaginal pruritus, genital pain, uterine polyp, device expulsion, the last episode of renal colic and the last episode of kidney infection were unknown. The reporter considered abdominal discomfort, allergy to metals, anxiety, ataxia, back pain, chest pain, coital bleeding, depression, device breakage, device expulsion, device placement issue, diarrhoea, dysmenorrhoea, dyspareunia, dyspnoea at rest, dysuria, embedded device, erythema, fallopian tube perforation, genital pain, heavy menstrual bleeding, hot flush, iron deficiency anaemia, irritable bowel syndrome, the first episode of kidney infection, the second episode of kidney infection, mechanical urticaria, menstruation irregular, the first episode of ovarian vein thrombosis, pelvic pain, polymenorrhoea, post procedural hypotension, premature menopause, procedural pain, procedural vomiting, the first episode of renal colic, the second episode of renal colic, spinal cord compression, tachycardia, urinary tract infection, urticaria, uterine cyst, uterine polyp, vaginal discharge and vulvovaginal pruritus to be related to essure administration. No causality assessment was received for essure with regard to pyelonephritis, the second episode of ovarian vein thrombosis, polyuria or renal pain. The reporter commented: she felt worse than a 90-year-old woman. She could not get out of bed and could not move due to the pains. One device was removed and all her uterus was excised to remove the other. After essure insertion, enantium was given for procedural pain and vomiting, during which her blood pressure dropped. In the insertion report it is stated that during the surgery the right essure was not released appropriately and had to be cut out. Physician said: ¿your fallopian tubes are so thin that I don't know how you were able to have children.¿ the reporter believes it is possibly as a result of the surgery. She went to the ambulatory due to allergic reaction and renal colic. Reporter considered the events "severe kidney infection" and "thrombosis in left ovarian vein" a possible consequence of the essure removal. After essure removal she has following the consult medicine due to thrombosis in left ovarian vein, on (B)(6) 2019 abdomen contrast CT report, ovarian thrombosis control:post-surgical changes in the pelvis. Image compatible with thrombosis of the left ovarian vein from 1 cm from the renal vein, chronic in appearance. Since 2017 repeating uti. Episodes of pain in the left renal fossa accompanied by fever in several, episode of pyelonephritis in (B)(6) 2019 and in (B)(6) 2019 a chronic thrombosis of the left ovarian vein as a result of the extraction of essure. On (B)(6) 2019 left ovarian vein thrombosis control, no anticoagulant treatment for 1.5 months, without complications. She has not used prophylactic heparin. On follow-up (B)(6) 2023: hysteroscopy without complications, access to the cavity through vaginoscopy, without anesthesia. Upon releasing, left essure is not released so part of the device is removed. 9 rings remain and 5 are cut. Nº of turns on the right tube 4, nº. Of turns on the left tube 8. Physician cut 4 essure rings on the left tube due to failure to deploy. Diagnostic results (normal ranges are provided in parenthesis if available): [activated partial thromboplastin time (30.0- 40.0 s)] on (B)(6) 2018: 26.9 s. [Allergy test] on (B)(6) 2018: nickel sensitization; on (B)(6) 2018: allergic to nickel sulphate. [Computerised tomogram pelvis] on (B)(6) 2018: right essure largely in endometrial cavity; on (B)(6) 2018: uterus intermediate position. Bilateral essure is identified. The right one shows a greater intrauterine portion than the contralateral. Without other alterations to review. The CT's ability to clearly define the correct location of the essure is limited; on (B)(6) 2019: images suggestive of thrombosis of the left ovarian vein. [Echocardiogram] on (B)(6) 2019: normal. [Gynaecological examination] on (B)(6) 2018: exploration: normal external genitalia, vagina, and cervix. Examination: mobile uterus, very painful at the level of the hypogastrium and left iliac fossa under pressure. [Haematocrit (37.0- 52.0 %)] on (B)(6) 2017: 35.5 %; on (B)(6) 2018: 35.0 %; on (B)(6) 2018: 36.3 %; on (B)(6) 2018: 35.0 %; on (B)(6) 2019: 29.6 %; on (B)(6) 2019: 29.6 %. [Haemoglobin (12.0- 18.0 g/dl)] on (B)(6) 2017: 11.3 g/dl; on (B)(6) 2018: 12.0 g/dl; on (B)(6) 2019: 9.9 g/dl; on (B)(6) 2019: 9.9 g/dl. [Hysterosalpingogram] in (B)(6) 2017: requested by physician upon considering that essure may have been inserted incorrectly; on (B)(6) 2017: the right essure device shows two radiopaque markers within the uterine cavity. The left device has a marker inside said cavity. The uterine cavity has morphology and size within normality. No passage of contrast was observed through the tubes into the peritoneum. Both tubes blocked [hysteroscopy] on (B)(6) 2017: uncomplicated hysteroscopy, vaginoscopic cavity access, without anesthesia. When releasing the left essure it does not release so part of the device is removed. 9 rings remain and 5 are trimmed. [Magnetic resonance imaging] on (B)(6) 2019: l5-s1: moderate postero-central disc protrusion with a broad base with discrete lateralization to the left that does not compress roots. Medullary conus with normal and uncompressed serial. Lumbar canal without stenosis. The alignment of the vertebral bodies is preserved. [Mean cell haemoglobin (27.0- 32.0 pg)] on (B)(6) 2018: 32.7 pg. [Mean cell haemoglobin concentration ( 33.0- 37.0 g/dl)] on (B)(6) 2017: 32.1 g/dl; on (B)(6) 2018: 32.3 g/dl. [Pathology test] on (B)(6) 2019: macroscopic description: uterus measuring 7 x 5.5 x 3.2 cm and weighing 76 g, without macroscopic alterations. The section shows a normal endometrial cavity, in its segment superior to the isthmus, a polypoid formation with a diameter of 0.5 cm is appreciated. 6 x 1 cm right tube. Left tube 6.5 x 1 cm; two complete iuds are removed from both tubes. Diagnosis: oviducts with nonspecific changes. Endometrial polyp, uterine cervix without alterations. (Oviducts, total hysterectomy with double salpingectomy and removal of essures); (date unknown): macroscopic description: uterus is 7 x 5.5 x 3.2 cm in size and weighs 76 g, with no macroscopic alterations. Upon dissection, a normal endometrial cavity is seen. A formation of polyps spanning 0.5 cm in diameter can be observed on segment above the isthmus. Right tube is 6 x 1 cm. Left tube is 6.5 x 1 cm. Two complete intrauterine devices are extracted from both tubes. Microsectioning of 7 samples is included. Diagnosis: oviducts present non-specific changes, endometrial polyp, cervix without alterations. [Pregnancy test] on (B)(6) 2017: negative; on (B)(6) 2019: negative. [Red blood cell count (4.20- 6.10 10 thousand per microlitre)] on (B)(6) 2017: 3.61 10 thousand per microlitre; on (B)(6) 2018: 3.82 10 thousand per microlitre; on (B)(6) 2018: 3.87 10 thousand per microlitre; on (B)(6) 2018: 3.85 10 thousand per microlitre; on (B)(6) 2018: 3.93 10 thousand per microlitre; on (B)(6) 2019: 3.24 10 thousand per microlitre; on (B)(6) 2019: 3.24 10 thousand per microlitre [red cell distribution width ( 11.4- 14.5 %)] on (B)(6) 2018: 15 %. [Smear test] on (B)(6) 2018: normal. [Ultrasound scan] in 2018: essure did not seem to be well positioned; in (B)(6) 2018: essure is off at the height of where the device are inserted; in (B)(6) 2018: the left essure "seemed to be placed incorrectly"; on (B)(6) 2018: there seems to be a coil loop left in the cavity [ultrasound scan vagina] in 2017: post-intervention transvaginal ultrasound was performed, both essures well placed; on (B)(6) 2017: uterus in anteversion, linear endometrium, normal adnexa, essures normally inserted, no free fluid; on (B)(6) 2018: uterus and adnexa. Normal; on (B)(6) 2018: normal uterus with two essures, the left side appears to be misplaced; on (B)(6) 2018: uterus in anteversion with linear endometrium. Essures in a symmetrical arrangement, apparently well placed. [X-ray] on (B)(6) 2018: very close essures and a small joint that looks like a remainder in the uterine cavity; on (B)(6) 2018: essures apparently normally inserted. Ring in cavity seems to be appreciated; on (B)(6) 2018: rx lordosis rectification, l5-s1 compression; on (B)(6) 2019: something appears loose; on (B)(6) 2019: rx chest normal. Batch: nohe011ha. Production date: 2015-12-09. Expiration date: 2018-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-may-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('there was a perforation of my fallopian tubes'), device breakage ('there seems to be a coil loop left in the cavity') and pelvic pain ('strong pelvic pain since essure insertion') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "during the surgery the right essure was not released appropriately and had to be cut out" on 17 (B)(6) 2017 and device placement issue "the left essure seemed to be placed incorrectly" in (B)(6) 2018. The patient's concurrent conditions included overweight. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain ("the surgery for insertion ended up being really painful"), procedural vomiting ("the surgery for insertion ended up being really painful, even to the point of making me vomit") and post procedural hypotension ("after the insertion, my blood pressure dropped"). In (B)(6) 2017, the patient experienced renal colic ("I suffered from renal colic") and the first episode of kidney infection ("I had a kidney infection"). In (B)(6)2017, the patient experienced back pain ("strong pain that I started to suffer in my lumbar area, radiated up to my knee"). In (B)(6) 2018, the patient experienced allergy to metals ("several allergic reactions (lesions in my hands and private parts)"). On (B)(6) 2019, the patient experienced uterine cyst ("the right essure was developing into a cyst in the uterus"). In (B)(6) 2019, the patient experienced the second episode of kidney infection ("severe kidney infection"). In (B)(6) 2019, the patient experienced ovarian vein thrombosis ("thrombosis in left ovarian vein of chronic nature"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("I had to stop having sexual relations with my husband because they are very painful"), menorrhagia ("menstruation bleeding is heavy/ hypermenorrhoea"), menstruation irregular ("the menstruation periods started to become very irregular/ irregular periods"), complication of device insertion ("complication of device insertion"), coital bleeding ("I had to stop having sexual relations with my husband because they cause heavy bleeding"), irritable bowel syndrome ("irritable bowel syndrome I had countless episodes of diarrhoea") with diarrhoea, depression ("depression"), hot flush ("hot flushes") and ataxia ("ataxia"). The patient was treated with surgery (essure removal through an excision, uterus, cervix and fallopian tubes removed). Essure was removed on (B)(6)2019. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, allergy to metals, dyspareunia, back pain, menorrhagia, menstruation irregular, post procedural hypotension, complication of device insertion, uterine cyst, ovarian vein thrombosis, coital bleeding, irritable bowel syndrome, renal colic, the last episode of kidney infection, depression and hot flush outcome was unknown and the procedural pain and procedural vomiting was resolving. The reporter considered allergy to metals, ataxia, back pain, coital bleeding, complication of device insertion, depression, device breakage, dyspareunia, fallopian tube perforation, hot flush, irritable bowel syndrome, menorrhagia, menstruation irregular, ovarian vein thrombosis, pelvic pain, post procedural hypotension, procedural pain, procedural vomiting, renal colic, uterine cyst, the first episode of kidney infection and the second episode of kidney infection to be related to essure. The reporter commented: she felt worse than a 90-year-old woman. She could not get out of bed and could not move due to the pains. One device was removed and all her uterus was excised to remove the other. After essure insertion, enantium was given for procedural pain and vomiting, during which her blood pressure dropped. In the insertion report it is stated that during the surgery the right essure was not released appropriately and had to be cut out. Physician said: ¿your fallopian tubes are so thin that I don¿t know how you were able to have children.¿ the reporter believes it is possibly as a result of the surgery. She went to the ambulatory due to allergic reaction and renal colic. Reporter considered the events "severe kidney infection" and "thrombosis in left ovarian vein" a possible consequence of the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6)2018: allergic to nickel sulphate. Hysterosalpingogram - in (B)(6)2017: requested by physician upon considering that essure may have been inserted incorrectly. Ultrasound scan - in (B)(6)2018: essure was hanging at the level that other intrauterine devices normally are, clinging to one fallopian tube; in (B)(6)2018: the left essure "seemed to be placed incorrectly"; on (B)(6)2018: there seems to be a coil loop left in the cavity. X-ray - on an unknown date: something appears loose. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pelvic pain since essure insertion'), fallopian tube perforation ('there was a perforation of my fallopian tubes') and device breakage ('there seems to be a coil loop left in the cavity') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "during the surgery the right essure was not released appropriately and had to be cut out" on (B)(6) 2017 and device placement issue "the left essure seemed to be placed incorrectly" in (B)(6) 2018. The patient's concurrent conditions included overweight. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain ("the surgery for insertion ended up being really painful, even to the point of making me vomit") and vomiting and was found to have blood pressure decreased ("after the insertion, my blood pressure dropped"). In (B)(6) 2017, the patient experienced renal colic ("I suffered from renal colic") and the first episode of kidney infection ("I had a kidney infection"). In (B)(6) 2017, the patient experienced back pain ("strong pain that I started to suffer in my lumbar area, radiated up to my knee"). In (B)(6) 2018, the patient experienced allergy to metals ("several allergic reactions (lesions in my hands and private parts)"). On (B)(6) 2019, the patient experienced uterine cyst ("the right essure was developing into a cyst in the uterus"). In (B)(6) 2019, the patient experienced the second episode of kidney infection ("severe kidney infection"). In (B)(6) 2019, the patient experienced ovarian vein thrombosis ("thrombosis in left ovarian vein of chronic nature"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), complication of device insertion ("complication of device insertion"), irritable bowel syndrome ("irritable bowel syndrome I had countless episodes of diarrhoea"), diarrhoea ("irritable bowel syndrome I had countless episodes of diarrhoea"), depression ("depression"), coital bleeding ("I had to stop having sexual relations with my husband because they are very painful and cause heavy bleeding"), dyspareunia ("I had to stop having sexual relations with my husband because they are very painful and cause heavy bleeding"), irregular menstruation ("the menstruation periods started to become very irregular and when they occur, the bleeding is heavy"), menorrhagia ("the menstruation periods started to become very irregular and when they occur, the bleeding is heavy"), hypermenorrhoea ("I suffer from hypermenorrhoea"), hot flush ("hot flushes"), irregular periods ("irregular periods") and ataxia ("ataxia"). The patient was treated with surgery (essure removal through an excision, uterus, cervix and fallopian tubes removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, device breakage, blood pressure decreased, complication of device insertion, irritable bowel syndrome, diarrhoea, renal colic, allergy to metals, back pain, depression, coital bleeding, dyspareunia, irregular menstruation, menorrhagia, hypermenorrhoea, hot flush, irregular periods, uterine cyst, the last episode of kidney infection and ovarian vein thrombosis outcome was unknown and the procedural pain and vomiting was resolving. The reporter considered allergy to metals, ataxia, back pain, blood pressure decreased, coital bleeding, complication of device insertion, depression, device breakage, diarrhoea, dyspareunia, fallopian tube perforation, irregular menstruation, irritable bowel syndrome, menorrhagia, ovarian vein thrombosis, pelvic pain, procedural pain, renal colic, uterine cyst, vomiting, the first episode of kidney infection, hypermenorrhoea and the second episode of kidney infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: she felt worse than a 90-year-old woman. She could not get out of bed and could not move due to the pains. One device was removed and all her uterus would be excised to remove the other. After essure insertion, enantium was given for procedural pain and vomiting, during which her blood pressure dropped. In the insertion report it is stated that during the surgery the right essure was not released appropriately and had to be cut out. Physician said: ¿your fallopian tubes are so thin that I don¿t know how you were able to have children.¿ the reporter believes it's possibly as a result of the surgery. She went to the ambulatory due to allergic reaction and renal colic. Reporter considered the events "severe kidney infection" and "thrombosis in left ovarian vein" a possible consequence of the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2018: allergic to nickel sulphate. Hysterosalpingogram - in (B)(6) 2017: requested by physician upon considering that essure may have been inserted incorrectly. Ultrasound scan - in (B)(6) 2018: essure was hanging at the level that other intrauterine devices normally are, clinging to one fallopian tube; in (B)(6) 2018: the left essure "seemed to be placed incorrectly"; on (B)(6) 2018: there seems to be a coil loop left in the cavity. X-ray - on an unknown date: something appears loose. Most recent follow-up information incorporated above includes: on 11-may-2020: reporter, potential legal, essure insertion and removal date, lab data, age, events ¿essure insertion pain¿, ¿vomit¿, ¿blood pressure dropped¿, ¿perforation of my fallopian tubes¿, ¿irritable bowel syndrome¿, ¿diarrhea¿, ¿the right essure was not released appropriately and had to be cut out¿, ¿renal colic¿, ¿kidney infection¿, ¿several allergic reactions¿, ¿strong pain in lumbar area¿, "depression", ¿coital bleeding¿, ¿painful intercourse¿, ¿heavy menstrual bleeding¿, "hot flushes", ¿irregular menstrual bleeding¿, ¿hypermenorrhoea¿, ¿the left essure seemed to be placed incorrectly¿, ¿ataxia¿, ¿uterine cyst¿, ¿device breakage¿, ¿thrombosis in left ovarian vein¿ added. Patient¿s name updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pains") in a female patient who had essure inserted. The patient's concurrent conditions included overweight. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal through an excision). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: she felt worse than a (B)(6) year-old woman. She could not get out of bed and could not move due to the pains. One device was removed and all her uterus would be excised to remove the other. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.